Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. When trying to connect a sterile med reprocessed catheter to the cable the bottom piece where the cable connects to the catheter completely broke. The catheter was replaced, and the procedure was continued. It was also reported that a steam pop occurred while using the stsf catheter and coming on ablation at 50 watts. The physician heard and felt a steam pop and the entire room heard the steam pop. There was no indication that a steam pop was going to occur. After the steam pop the power was changed to 40 watts. The physician wanted to get a better, more accurate zero after the steam pop occurred to confirm accurate contact force. The physician used intracardiac echocardiogram (ice) and at that time of the steam pop, there was no effusion. Post procedure, as normal procedure, the physician checked with ice and a transesophageal echocardiogram and visualized a pericardial effusion. A pericardiocentesis was performed and 600 cc of fluid was removed. The drainage tube was left in place. The patient was kept in the critical care unit overnight for observation. No other intervention was performed. The patient was stable throughout the procedure. It was noted that "during the last vt they had to shock out of it because pacing wasn't doing it". All settings were appropriate for the case. Force reading, visitags, dashboard, and vector were used during the procedure. The visitags were set to total time and were at 3mm size. The patient has since been discharged and has had no other complications.